Event description:
The customer reported one drop of a mixture of blood and diluent leaked within the instrument during the rinse block backwash involving the coulter hmx hematology analyzer with autoloader. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted; no erroneous results were released out of the laboratory. There was no patient impact associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid dripped from the bent probe. The fse straightened the bent probe and resolved the fluid leak issue. The fse verified the backwash/drying of needle functioned properly. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).